Manufacturer narrative:
Good faith effort attempts were made to try to retrieve the device status and additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that marker misalignment occurred. The 80% stenosed target lesion was located in a mildly tortuous and moderately calcified coronary artery. A 3.75 mm x 20 mm nc emerge balloon catheter was advanced for dilatation. During post-dilatation of the stent, it was noted that the balloon markers appeared misaligned, positioned approximately 12 mm apart on a 20 mm balloon resulting in about 8 mm of balloon overhanging the markers. The balloon was fully inflated during the procedure, and the markers were clearly visible and appeared correctly aligned prior to deployment. The procedure was completed with another of same device. No patient complications were reported, and the patient remained stable throughout.